Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius stay safe/luer lock catheter ext. 18 in.' Shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during fill 1 of pd treatment there was a fluid leak encountered. Fluid was leaking from the patient's catheter extension line set. In a follow up with the patient's pd nurse it was verified that the fluid leak was due to a tear in the tubing of the extension set. There was no harm, adverse event or intervention due to the tear. The nurse went to the patient's home that evening of the event and changed out the extension set for a new one. There is no extension set available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during fill 1 of pd treatment there was a fluid leak encountered. Fluid was leaking from the patient's catheter extension line set. In a follow up with the patient's pd nurse it was verified that the fluid leak was due to a tear in the tubing of the extension set. There was no harm, adverse event or intervention due to the tear. The nurse went to the patient's home that evening of the event and changed out the extension set for a new one. There is no extension set available to return as a sample.